Manufacturer narrative:
Device code (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the xience skypoint was advanced, but met resistance and was removed, then the same device was reinserted. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodge during retraction back into the guiding catheter. It is unknown the IFU deviation directly caused or contributed to the reported event. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was treat a heavily tortuous, moderately calcified right coronary artery (rca) that is 90% stenosed. After the use of an unspecified balloon catheter a 2.5x18mm xience skpoint was attempted to cross; however, failed due to anatomy. An unspecified extension catheter was attempted to cross along with the re-inserted xience skypoint, but failed. Resistance was noted with anatomy during removal. The procedure was completed using an unspecified drug coated balloon. There was no adverse patient effects and no clinically significant delay. No additional information was provided.